Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6), 2010. The patient reported a blood glucose result of "312 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). At the time of the alleged issue, the patient took 5 units of insulin (type not specified). Shortly after that, the patient claimed she felt symptoms of "headache, sweaty, shaky and confused." The patient stated her pump sensor read her blood glucose at "33 mg/dl." At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.